Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube dent(s), outer tube damaged, distal tip distal tip damaged, illumination distal tip fiber damaged deep fiber damaged, particulate, optics particulate under distal lens, optical system, optical components broken lenses in optical system chipped distal cover glass/negative damaged cracked/broken negative, cosmetic issue scratches/dents deposits on external optical surfaces. Visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service report, this complaint was confirmed. The optical, tube, housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: visual: scratched/nicked, broken (2+ pieces): chipped/shaved/delaminated, visual: deformed/bent. Outer tube damaged, needle outer tube dent(s), outer tube damaged, distal tip damaged, illumination distal tip fiber damaged deep fiber damaged, particulate, optics particulate under distal lens, optical system, optical components broken lenses in optical system chipped distal cover glass/negative damaged cracked/broken negative, cosmetic issue scratches/dents deposits on external optical surfaces. Per service reports, this complaint was confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during shoulder scope procedure, it was observed that the device was scratched by a shaver burr. During service evaluation, it was determined that the following defect was identified: broken (2+ pieces): chipped/shaved/delaminated. There was patient involvement. There were no adverse consequences to the patient. No additional information was provided.